Event description:
Says his wife used and it dislodged during the night in her sleep and nearly choked her to death. They went to chemist and asked for refund, but they refused saying he had to pursue the supplier. He finds this unacceptable and if he can't find satisfaction with us he will pursue this on a legal basis.

Manufacturer narrative:
This event happened in (B)(6). This complaint has not been confirmed. The device not returned to manufacturer, and no lot number information was given so an evaluation cannot be performed as to the root cause or actual nature of the problem. No injury was reported, no medical attention was reported to have been sought as a result of swallowing the device.